Event description:
A customer reported a high blood glucose level displayed as "high," with no specific value given. Cause was not known. To address the high blood glucose, the customer took a correction bolus via the pump, followed instructions to inspect various aspects of the insulin delivery system, and confirmed insulin delivery as normal. They were advised to replace necessary supplies and continue insulin use.